Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori-assisted tka, while doing removal the real intelligence robotic drill started to overheat. Surgery was performed after a non-significant delay, finishing with manual standard technique. No patient complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence robotic cori drill rob10013, (B)(6), was used in surgery and was returned for evaluation. Nothing was visually identified that leads to the reported failure. A functional evaluation was performed, and the reported scenario was confirmed. A kpc test was performed where the handpiece was not able to load a attachment and showed critical error. The drill was disassembled for further investigation. The motors were removed, and it was found that in the housing, and on the motors was deposit of material ingress. The carriage was disassembled, and it was discovered that it had liquid ingress. Both carriage bearings were stuck. Both motors were tested and failed the hipot test. The bearings and both motors were replaced with new ones. A kpc test was performed where the handpiece passed all tests. A test case was performed and was completed without any failures occurring. The most likely cause for this event is stuck carriage bearings and faulty motors. The liquid ingress observed may have contributed to the reported failure. As no other defects were observed during disassembly of the drill, such as in the seals and gaskets, the liquid ingress may have been a result of improper handling during use or cleaning and sterilization activities. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.